Manufacturer narrative:
Manufacturing evaluation: most of the examination took place visually. All returned product met the dimensional specifications. Forceps were tested for continuity conformance and internal shorting with a result that was acceptable. A review of device history records (DHR) was performed. Included in the review was the final assembly production and quality record with finished lot release information. No non-conformities were noted in either record. A review of past complaints over the past 3.5 years was performed. The total number of complaints was 0 in 2016, and 1 for each year after. A review of this specific product code that indicates that ll forceps were made from the same lot number blanks, and therefore the material is the same for all product shipped. No other locations or facilities have reported any product related issues in regards to this complaint mode. All of the complaints for "sparking tips" during this time frame have all come from one location. The related risk management file was reviewed and found to contain or reference the documentation necessary to establish and maintain a process for identifying hazard with use, and for estimating and evaluating the associated risks; controlling these risks and monitoring the effectiveness of the controls is also involved. Electrical arching, sparking that could cause electrical burns, and forceps sparking is a specific mention in the risk management file with a listing of documents incorporated by reference within to mitigate such failure modes. The condition of the instruments supports such a conclusion. It is impossible to document the actual history of these instruments, but the evidence presented by the instruments themselves is clear. The magnitude of the electrical arching and melting of the forceps tips is highly indicative of what typically occurs with closure of the forceps tips while electro-surgical generator is energized while not having target tissue between the tips. The use of a higher than recommended power setting cannot be ruled out as a contributing factor. This suspected types of use, or possible misuse, is beyond the control of the manufacturer. We will continue to monitor through our normal complaint reporting system for any increasing trend regarding this issue.

Event description:
It was reported that there was an issue with the bipolar forceps. During an unspecified procedure, it was noted that the instruments were sparking. There was no harm to the patient nor a delay in surgery. Additional information was not provided.